Event description:
A consumer reported to the FDA that her daughter experienced keratitis with full thickness and a corneal scar in her left eye following use of this product. On (B)(6) 2010 the consumer reported in a phone call that her daughter experienced an infection on (B)(6) 2010 while using this product. She stated her daughter was diagnosed with scarring and vision loss in her left eye and some scarring in the right eye. She stated that the doctor told her that her daughter had damage to the cornea, left eye, from the inside out. She also stated her daughter was treated with antibiotics and steroids for at least two weeks. She had been using the product for at least nine months prior to the infection. She also stated that her daughter had worked as a life guard for a couple of weeks prior to the event. Her mother also stated that her daughter is currently wearing her glasses. On (B)(6) 2010 a completed questionnaire was rec'd from the consumer's daughter, who described her symptoms as "blood shot eyes, discharge in eyes, couldn't open them and sensitivity towards light." She reported that she was treated for a fungal eye infection by her doctor. She also reported that the event resolved following product withdrawal and treatment.

Manufacturer narrative:
Eval summary: no sample was returned by the customer. The complaint history was reviewed for this lot and there were no other complaints of this nature reported. Review of the compounding and filling mbr's did not show any anomalies that may have contributed to the complaint condition. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. This lot met all released criteria prior to product release. There does not appear to be any product malfunction associated with this complaint. No cause can be determined however this complaint is consistent with poor lens care practices. A comprehensive review was performed including review of the process, complaint history, batch records, sanitization records and environmental/utility samples. The review shows that the mfg processes were in a state of control. No root cause can be determined however this complaint is consistent with poor lens care practices. Based on the mbr review, acceptable finished product testing results and the lack of a negative trend, this lot continues to be acceptable. No product nonconformance could be confirmed. Add'l info requested by mail on (B)(6) 2010 and by phone on (B)(6) 2010. A completed questionnaire was rec'd on (B)(6) 2010. (B)(4).